Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed battery switch test. There was no patient involvement.

Event description:
It was reported that during a weekly check performed by the customer, the cs300 intra-aortic balloon pump (iabp) unit failed battery switch test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit was not working on battery power. The fse confirmed that the batteries were not holding a charge. The batteries were not getinge products and were installed by the customer. The fse stated that the one of the batteries was leaking acid. The fse installed new batteries. The fse performed preventive maintenance (pm) with complete calibration and electrical safety tests. The iabp was cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery switch test. There was no patient involvement.